Event description:
It was reported by service report that the stretcher had a linkage issue a bad head end jack. The brakes were not holding. Side rail latch was broken and a siderail that was damaged because of the latch. It is unk if there was pt involvement or if there are adverse consequences to report.